Event description:
The user received questionable results for sodium on the cobas 6000 c501 analyzer. The event involved two patient samples which gave discrepant results. Patient sample 1, the initial sodium result was 127 meq/l. The sample was repeated on (B)(6) 2010 which yielded a result of 141 meq/l. A corrected report was issued with the repeat sodium result of 141 meq/l. The patient was admitted to the emergency room for hydration, and then discharged. No further information was available. Patient sample 2, the initial sodium result was 126 meq/l. The sample was repeated on (B)(6) 2010 which yielded a result of 143 meq/l. A corrected report was issued with the repeat sodium result of 143 meq/l. No adverse event has been alleged regarding this event. The electrode lot number for sodium was not provided. The field service representative did not find a cause. He inspected the system with no problems found. Performance tests were performed which were acceptable.